Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip was noted.

Event description:
The customer reported that she was having issues on the insulin pump. Customer stated she was getting air bubbles in the tubing. Customer stated she has done troubleshooting and wasted insulin. Customer declined to troubleshoot. Customer's blood glucose was 134 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.